Event description:
It was reported that patient presented to emergency room after experiencing diaphragm and phrenic nerve stimulation. It was further noted from x-ray that patient's right ventricular (rv) lead perforated the rv epical wall. The lead was explanted. There were no patient consequences.